Event description:
The user facility reported a scope was processed using revital-ox resert hld chemistry and was not rinsed prior to use in a patient procedure.

Manufacturer narrative:
The steris sales manager was made aware of the reported event after the patient procedure was completed. Steris provided the safety data sheet (sds) for revital-ox resert hld chemistry to the user facility. The product label states: rinse the instrument with sterile water or potable tap water. The user facility contacted the patient subject of the reported event; the patient has not experienced any adverse effects. The user facility would not provide additional event details regarding the reported event. Steris offered in-service training on the proper use and procedure for revital-ox resert hld chemistry however, the user facility declined.